Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by configuration. A technical service engineer re-configured the station to remove it after the order expired. The serial number, UDI and manufactures details kept blank since the given asset information found to be pyxis es it infrastructure. The system functioned as intended after the technical service engineer gudied the customer.

Event description:
It was reported when using the pyxis medstation es system the customer was able to dispense medication after order was discontinued. There were no adverse events or injuries reported based on this incident